Event description:
Information received reported that patient was "flat-lined" and their implantable neurostimulator (ins) "kicked up" real high. On follow up the patient clarified this with the description that they had been ill and had "black-out seizures." It was noted that one night their son found them on the floor in the bathroom and an ambulance was called. The patient was not breathing and "they had to give me a shot to wake me up." The patient thought it was the "shot" that made the ins "kick" but they don't remember much until they woke up in the ICU. It was unknown what type of shot it was or if there was shock to the heart (i.e. Defibrillation). The patient further stated that they had a second mini stroke. It was further reported that they were working with their primary doctor on having the ins device removed. The indication for use for the implanted device was noted as rsd/causalgia-complex regional pain syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.